Manufacturer narrative:
A follow up report will be submitted once the investigation is complete.

Event description:
The customer reported that the spo2 sensor came off the patients' finger but they did not hear the "no spo2 sensor" inop alarm. This occurred on bed c7 on (B)(6) 2018 around 17:24, and the patient expired.

Manufacturer narrative:
No device malfunction occurred. Per communications with the fse, he spoke with the (B)(4). The (B)(4) informed the fse that another fse had come by the day after the incident occurred and helped him retrieve the logs. The (B)(4) stated he found the information he was looking for and did not require additional assistance. The fse did not recall the name of the other fse. An attempt to contact the (B)(4) for additional information was unsuccessful, however, the available case information indicates that on (B)(6)18 at 17:25 there was a sensor off cyan alarm which was silenced at 17:29. This is considered a user alarm handling issue.